Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 300 mg/dl and an unspecified neck pain. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and fluids. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.